Event description:
Facility alleged the head up function was not working. No injury reported.

Manufacturer narrative:
Technician found head up function not working. Replaced head up valve to resolve this issue.